Event description:
Reported as "rupture of the port" (leak).

Manufacturer narrative:
Strain relief. Based upon the serial number and the implant date provided by the reporter, the connector type is assumed to be a strain relief. Allergan has rec'd the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."